Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile package upon receiving at the distribution center. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the inner cavity shows that the seal has been compromised and debris was confirmed to be present within the sterile cavity. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to manufacturing process issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.